Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported issue. The cse replaced the graphic user interface (gui) front housing, which resolved the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the 840 ventilator graphic user interface (gui) display was found to be cracked. Although the ventilator continued functioning, the patient was transferred to another ventilator. There was no reported patient injury.